Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, after clamping the tissue, the handle had been locked but the firing did not proceed. The procedure was completed with another device. There was no patient injury.